Event description:
It was reported that the atrial lead exhibited noise. The noise could be reproduced in clinic and was paroxysmal in nature. It was suspected that the noise was caused by insulation damage due to the leads rubbing against each other and clavicular crush.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 20.5 cm to 20.9 cm from the connector pin. Abrasions are indicative of exposure to constant friction with another implantable device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The lead was explanted and replaced.